Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose due to insulin pump had insulin flow blocked alarm during bolus. The customer's blood glucose level is above 600 mg/dl at this morning and blood glucose at the time of incident was 443 mg/dl. It also reported that insulin exited with fill tubing. The insulin pump will not be returned for analysis.